Event description:
It was reported that the prn fell off while using bd pegasus¿ safety closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: after the infusion, the tube was pre-filled with liquid and the prn fell off when the syringe needle was pulled out from the prn connected to the indwelling needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn fell off while using bd pegasus¿ safety closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: after the infusion, the tube was pre-filled with liquid and the prn fell off when the syringe needle was pulled out from the prn connected to the indwelling needle.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2017443. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.